Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button had become increasingly harder to press to illuminate the screen. At the time of the report, the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer stated that the pump still turned on when plugged into a power source. The customer's blood glucose level was 233 (mg/dl) at the time of the report. Reportedly, customer will continue to use the pump for insulin therapy.